Manufacturer narrative:
Device analysis: the device was subject to visual and functional evaluation in accordance with the attached test plan. No physical damage, debris, and/or anomalies were observed on the returned packaging or device; all visual conditions were met. However, functional evaluation confirmed the complaint condition since the slider knob had some resistance when actuating. The device was sent for further evaluation. Upon further evaluation, the device was noted as damaged (bent needles) which was likely due to the way in which the device was packaged and shipped to the lab. This damaged limited the amount of investigation as the condition was not in the same state as they were shipped upon release. The actuation showed no indication that the device failed any testing or requirements. Based on the investigation and evidence provided, the issues cannot be confirmed as resulting from improper manufacturing.

Event description:
Healthcare professional reported during an attempted xen®45 gts implantation in the left eye and it was noted the "blue mechanism is sticky, hard to advance." No injury occurred to the patient and a backup device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported during an attempted xen®45 gts implantation in the left eye and it was noted the "blue mechanism is sticky, hard to advance." No injury occurred to the patient and a backup device was implanted.